Event description:
During service testing, baxter service tech reported that the batteries were not holding charge. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.